Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received pump error 23 (post-reset ram crc alarm), pump error 25 (this alarm is generated when a power system error (back up battery fails) is detected and this error does not prevent the pump from running), pump error 49 (history pointers failed. The history pointers are corrupted), pump error 68 (trace pointers are invalid), pump error 75 (power supply test failed during self-test) and pump error 131. The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was performed. The customer was able to clear the alarm and unable to rewind the pump. No harm requiring medical intervention was reported. No product return is required for mmt-1885.

Manufacturer narrative:
Unit passed active current measurement, sleep current measurement, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. Pump¿s history and trace files downloaded successfully using thump software. Pump error 131 was not noted during testing or in the pump history files. No pump 23 noted during testing. However, pump error 23 noted in the pump history files on (B)(6) 2025 at 22:22:03.000. No pump error 68 noted during testing. However, pump error 68 noted in the history files on (B)(6) 2025 at 13:24:06.000. No pump error 49 noted during testing. However, pump error 49 noted in the pump history files on (B)(6) 2025 at 13:24:06.000. No pump error 25 alarms noted during testing. However, pump trace download analysis confirmed the pump alarmed pump error 25 on (B)(6) 2025 at 03:00:00.000. The power management graph confirmed pump error 25 was triggered when the backup battery loaded voltage (loaded vlith) was less than 3.7v for 4 consecutive hours. After disconnecting and reconnecting the internal battery connector on j6/pcba 1, the pump was monitored and functioned properly. No pump error 75 occurred during testing however pump error 75 was noted in the pump history files on (B)(6) 2025 at 23:42:08.000. Pump was cut open to perform visual inspection and found severer moisture damage on the pcba 1 q19, u22, q26, near lcd sccreen. Unit p-cap locked properly in place. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, stained keypad overlay, cracked case on the battery tube side, cracked case corner of belt clip rails, cracked battery tube threads, and cracked belt clip rails. Alleged pump error 131, 68, 23, and 49 were not confirmed during analysis. Pump error 25 confirmed in the pump history files on (B)(6) 2025 and was triggered when the backup battery loaded voltage (loaded vlith) was less than 3.7v for 4 consecutive hours due to connector resistance j6 /pcba 1. Pump error 75 confirmed in the pump history on (B)(6) 2025 due to moisture damage on the pcba1. Pump received with high sleep current due to moisture damage on the pcba 1. Exposure to moisture confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.